Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed, however the failure mode for fibrin was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation and fibrin was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, (poor barrier separation and fibrin) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. This complaint has not been confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor separator movement and missing additve. This event occurred 234 times. The following information was provided by the initial reporter. The customer stated: the customer reported that this batch of #367989 yellow-headed vacuum blood collection tubes, under the same conditions of in-hospital collection and centrifugation, often caused the serum to be inseparable, and even some sst collection tubes were gelled after centrifugation. Still clinging to the bottom of the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer sst blood collection tubes, the device experienced poor separator movement and missing additive. This event occurred 234 times. The following information was provided by the initial reporter. The customer stated: the customer reported that this batch of #367989 yellow-headed vacuum blood collection tubes, under the same conditions of in-hospital collection and centrifugation, often caused the serum to be inseparable, and even some sst collection tubes were gelled after centrifugation. Still clinging to the bottom of the tube.